Event description:
It was reported that about six months after implant, the patient¿s grandson was climbing up their back to jump off their shoulders into the pool. The grandson stepped on the implant. It was stated that the patient woke up the next morning with a fever. When going to the doctor, it was determined they had a bladder infection. Over the period of several days, the patient¿s white blood cell count went up and the implant was protruding. The patient became septic and had to have the device removed. It was unclear when the device was removed, but it was thought to be about six months after implant. After the device was removed, the patient had a hard time with the incision healing. It was noted the patient had the device for bladder control, but it helped with both their bladder and fecal issues. Since having the device removed, their issues had gotten worse. At the time of the call, the bowel incontinence was more of an issue. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3093-28, lot# j0401885v, implanted: (B)(6) 2004, product typel: lead. (B)(4).